Event description:
It was reported that the pump malfunctioned. Patient reported that she tried everything and still getting "high pressure error message". Pump stop working, and patient stopped infusing medication. The reported product fault did occur while in use with the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.